Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported 15 days after the dental implant was installed in the pt's mouth it was verified its non osseointegration. A 15 ncm of primary stability was achieved and immediate load was performed. Pt had bone type ii. The implant was carried out immediately.